Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole 0.5mm from the markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-oct-2017. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the mid left anterior descending (lad) artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced but failed to cross the lesion. A 1.0mm, 1.25 and 1.5mm balloon catheters were also selected but also failed to cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.